Manufacturer narrative:
Updated b5, d4, h2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. Resistance was encountered at the distal end of the catheter. The coil came out of the introducer sheath smoothly. Continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage to the catheter was observed after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter (rebar27, 105-5082-145) was in place, the stent (sfr-6-30) was delivered. However, significant resistance prevented the stent from reaching its intended position. The surgeon withdrew the stent from the body and discovered that the stent attachment at the detachment point was kinked, preventing smooth delivery. A new stent was replaced, and the procedure was successfully completed. There was resistance during the procedure during delivery. The vessel was moderately tortuous. The resistance was in the middle section of the catheter. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of  ischemic stroke located in the right middle cerebral artery occlusion. IV tissue plasminogen activator (tpa) was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours.